Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos/ images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A year before, a patient underwent the port placement procedure using powerport isp. On (B)(6) 2025, sometimes post a port placement, it was reported that unable to draw back blood. It was further reported that the catheter was completely ruptured then fell down and enter into the right atrium. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, two photos and one image were provided for review. The photo shows a syringe and a segment of catheter. Uneven edges were noted on one end of the catheter. The image depicts the device having been placed via a right jugular access. The proximal half of the catheter remains connected to the port. The distal half of catheter is faintly seen in the right heart. Therefore, the investigation is confirmed for the reported catheter fracture, material separation, migration and suction issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A year before, a patient underwent the port placement procedure using powerport isp. On (B)(6) 2025, sometimes post a port placement, it was reported that unable to draw back blood. It was further reported that the catheter was completely ruptured then fell down and enter into the right atrium. However, the current status of the patient was unknown.